Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of (B)(6)2021 through (B)(6)2024.

Event description:
The patient reported: after receiving poor online help from byte customer service, I decided to schedule an appointment with a local orthodontist to review my byte plan and ensure it would not cause damage to my teeth. He advised me to immediately stop treatment and stated that no tooth movement should be done due to active disease. I would like to be connected with a case manager and am requesting a full refund for the service. Customer service requested a letter of recommendation, which was provided in the patient's files, stating that no tooth movement should be done due to active disease.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.